Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon reported arcing from the plasmablade device tip to the can. It is unknown if the surgeon was using forceps or another form of cautery along with the plasmablade. There was no patient injury reported.

Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon reported arcing from the plasmablade device tip to the can. It is unknown if the surgeon was using forceps or another form of cautery along with the plasmablade. There was no patient injury reported. Hospital contact information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.